Event description:
It was reported by the affiliate that the (1) er320 was used during a laparoscopic cholecystectomy procedure. It was reported that the clip stopped at the tip of the applier and after squeezing the handle, the clips did not come out but instead came out of the applier jaws. The or time was extended by 40 mins. The device was sterilized with cidex.